Manufacturer narrative:
The water system issues described in this incident are known and previously investigated issues. Repairs have been made to the customer's device at this site and the system is now functioning normally; however, is continuing to be monitored. Failed swivel joints were investigated by manufacturing and varian's supplier. This investigation was prompted by an increased usage of swivel joints in the installation and warranty reports for a specific range of machines. It was determined that the gantry swivel joint failures are the result of hoses that connect the joints to the stand being too short. Possible secondary contributors are the routing of the windup water hoses and the assembly technique of the swivel joint vendor. A sample of machines was tested for water hose length and it was determined that 70 to 80% of machines within the specified range will likely have water hoses that are too short that will result in swivel joint failures. Failure of the swivel joints can result in water and electrical damage to various equipment throughout the machine depending on the angle of the gantry and the severity of the leak. Varian has not received any reports involving an injury due to this issue. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.

Event description:
Customer site has experienced multiple preventable water system issues over the last few months involving multiple field service representatives (fsrs) and 3 field service engineers (fses). Clogs from sealant, cracked fittings, transducer, pump, hose, and heat exchanger replacements due to clogs. There have been no reports of serious injury as a result of these reported water system issues.